Event description:
When aspirating the agilis 13f sheath after insertion of the farawave catheter (boston scientific) during an af procedure, air ingress was noted. The physician removed the farawave catheter and aspirated again without the catheter inserted. The farawave catheter was then reinserted and air ingress was noted again. The decision was made to exchange for a new agilis 13f sheath and the problem was resolved. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
The reported event of air ingress could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.